Event description:
It was reported by the customer "every month we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions. It would greatly enhance safety if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "we see heparin alerts where a dose was programmed below the minimum limit. We tend to see doses being programmed of 18 units/hr. These were supposed to be doses of 18 units/kg/hr but they get programmed as 18 units/hr. Alaris displays a below minimum dose alert but unfortunately the nurses will sometimes override this alert resulting in significant underdosing of heparin infusions." The customer indicated these were routine infusions of heparin (25,000 units/250ml) there was patient involvement, but no harm reported. The customer made a request for product enhancement: "if we could implement a hard minimum dose limit on heparin and a few other continuous drips. I feel like most field limits (dose, bolus dose, bolus dose administration rate) should have optional hard minimum values that we could utilize to prevent errors when needed".

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex e, f, a, g, b, c, d codes and manufacturer narrative. Investigation summary: the report of an incorrect programmed dose was confirmed through an alarm file provided by the facility. No logs or devices were returned for investigation; however, the facility provided a file containing heparin alarms from may 1, 2025, to may 31, 2025. The event was reported to have occurred on may 4 and may 5, 2025. According to the alarms file, on may 4, 2025, the pump module (s/n (B)(6), attached to pcu (s/n (B)(6)), was programmed to infuse a heparin dose of 18 units/h, as reported. The same behavior occurred on may 5 at 10:32 am and 4:56 pm with the pump module (s/n (B)(6)) and pcu (s/n (B)(6)). All three reported infusion events were recorded as having been overridden, as stated. Per alaris system with guardrails user manual v12.3.2 the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. This report acknowledges that a product enhancement request (per) under (B)(4) was initiated. There was no patient involvement. Root cause: the root cause for the reported incorrect programmed dose was determined to be user programming error. The provided file confirmed the programmed dose and showed that the alarms were overridden. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.